Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a everflo. The device was returned to a third party service center. During evaluation of the device, the device was alarming, had a low purity of (B)(4). Also, the back cover of the device melted. The foam around the exhaust port was falling down and blocking the exhaust causing overheating and the back cover to melt. Bad compressor specs of 0 lpm @ 20 psi was causing low purity and alarming. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.